Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:9137113 [t4 lead].

Event description:
Manufacturer reference number: 1627487-2024-07299. It was reported that the patient was experiencing ineffective therapy. Further investigation revealed lead migration of t4 and t5. As a result, surgical intervention was undertaken on (B)(6) 2024 ,where the patient's leads were replaced to address the issue. The investigation could not determine which t4 lead had migrated.